Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include, hwc. No sample was returned for evaluation. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
During insertion of va-screw to plate, va-screw ran through the most radial side hole of distal. The surgeon could fit it into ulnar side hole. So he inserted as same in radial hole. When he inserted screw, he did not use torque limiter, he would use the torque limiter in final fixation. When the surgeon viewed the image, he found va-screw ran through. The surgeon returned screw into the correct place and this op was finished. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)